Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
The following information was received: user facility medwatch received (B)(4). "The perclose proglide device was used to close the left common femoral artery, and all catheters and wires were withdrawn. Perclose proglide device was used for hemostasis at the left side. As physician was deploying device, the suture broke. Another proglide was used without any issues. No harm to patient." Additional information received indicated that a 6f sheath was used. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture break could not be confirmed as key components were not returned with the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of suture break reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.